Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2021). Device not returned.

Event description:
It was reported that post device implant, the patient allegedly started bleeding. It was further reported that the hematoma caused tracheae deviation. The current status of the patient is unknown.

Event description:
It was reported that post device implant, the patient allegedly started bleeding. It was further reported that the hematoma caused tracheae deviation and required intubation. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation, one medical image was provided for review. The investigation is inconclusive for the reported issue as the clinical conditions cannot be replicated to confirm these failures. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.